Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a combined initial and final report.

Event description:
Returned dacapo powerpack supplemental sheet indicated broken housing with electrolyte leakage. Currently, neither user contact to battery chemistry nor any injuries have been reported.